Event description:
During a simplicity procedure, the generator showed an error message. Troubleshooting was attempted but the issue persisted. As a result, the procedure could not be completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
The field reported event was not confirmed. The results of the investigation were inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.